Manufacturer narrative:
The customer contacted the siemens customer care center (ccc). Quality controls data were provided, indicating results were in range before the samples were run. A siemens headquarter support center (hsc) specialist reviewed the instrument data files and found no instrument issue. Hsc noticed that standard a (stda), flush solution, sample diluent and salt bridge solution were changed before the samples were run. Hsc has suggested maintaining std a bags at room temperature and shaking them before installing them on the instrument. Hsc has also suggested ensuring the bags are rolled as fluid is used to ensure the correct amount of std a is being consistently delivered, and to prime the salt bridge line after changing the std bags in order to remove air from the tubing. The cause of the discordant, falsely low sodium results is unknown. The instrument is performing according to specifications. No further evaluation of the device is required.

Event description:
Discordant, falsely low sodium (na) results were obtained on four patient samples on a dimension exl 200 instrument. The initial results were reported to the physician(s). The customer observed negative anion gaps with the low patient results. The samples were repeated on the same instrument, resulting higher. Consequently, patients anion gaps resulted normal. The corrected results were reported to the physician(s). There are no reports of patient intervention or adverse health consequences due to the discordant, falsely low na results.